Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the unit would not pass any calibrations and mechanical ventilation did not work. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received stating that this malfunction occurred during installation at the customer location prior to the unit being released for clinical use. This was not a reportable malfunction. Additional information was received stating that this malfunction occurred during installation at the customer location prior to the unit being released for clinical use. This was not a reportable malfunction.